Event description:
It was observed that during the device evaluation, the rigid video scope exhibited with the image out of the field view due to a bent outer tube. In addition, there was minor cracks on side of the video connector, a loose light guide adapter and a dent on the distal edge. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. However, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.